Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again. There was no report of any additional issues or outcomes.